Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen (oxsf) results for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref (B)(4), lot 8021232403). The customer submitted their strain for investigational testing. The customer¿s submitted strain was subcultured to tsab agar. A second subculture was performed, identification confirmed as s. Aureus, and testing included ast-p652 cards from the customer lot (8021232403) and a random lot (8021067103) in duplicate, as well as agar dilution (ad) and cefoxitin disc diffusion as the reference methods for ox101n and oxsf01n formulations found on this card. Alere pbp2 was also performed. Oxacillin (ox) mic¿s = 0.25 for three of the tested cards and mic = 0.5 for the remaining card. Oxsf tests were negative for all cards tested. The ox agar dilution mic = 0.5 and cefoxitin disc diffusion was susceptible at 24 mm. Pbp2 was also negative. The vitek 2 cards are in agreement or essential agreement with the reference methods. This testing did not duplicate the customer¿s false positive cefoxitin screen test results. Ast-p652 lot 8021232403 met final qc release criteria. This lot passed qc performance testing. See h10 for addtl mfg narrative.

Event description:
A customer in the (B)(6) notified biomérieux of false positive cefoxitin screen (oxsf) results for (B)(6) in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021232403). Global customer service identified that the customer uses alcohol to clean their dispensette saline dispenser. Instructions for use (IFU) instruct the customer to clean via autoclave only. Vitek® 2: oxsf = positive (resistant). Repeat: oxsf= positive. Alternative: fox kb= susceptible. There is no indication or report from the laboratory that the false positive oxsf result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.